Manufacturer narrative:
Batch review performed on 18 june 2021: lot 2010145: (B)(4) items manufactured and released on 29-oct-2020. Expiration date: 2025-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
The patient came in due to signs of an infection after 1 month and 6 days from the primary surgery, the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.